Event description:
It was reported that 2 bd pen ndl 32g 4mm pro were difficult to operate and unable to deliver insulin or medication. The following information was provided by the initial reporter : the consumer reported finding the non patient end hard to attach to the pen and during the injection the needle is hesitant to allow the insulin through it. Date of event : unknown . Sample status : awaiting sample.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-10-26. Investigation summary: customer returned a total of 8 used 4mm, 32 gauge nano pro pen needles. Each of the pen needles could be attached to a test pen without issues. Saline was pushed from the pen through the pen needles. The saline exited the distal tips of the pen needles except for one. A rod was inserted into this pen needle¿s cannula. The rod met with some brief resistance but managed to be pushed through the cannula. A small amount of a transparent, crystalline matter was attached to the end of the rod briefly before falling off prior to taking an image. With the matter removed, saline could pass through the pen needle. Based on the obstruction¿s properties and the condition of the pen needle, it is believed that the material was insulin that had dried and crystallized after the pen needle had been used. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, bd was able to replicate and confirm the customer¿s indicated failure of a needle clog in 1 of the 8 samples returned. The root cause of the pen needle clogging may be using the pen needle multiple times, resulting in insulin drying and crystallizing inside the cannula, resulting in the blockage found. H3 other text : see h10.

Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd pen ndl 32g 4mm pro were difficult to operate and unable to deliver insulin or medication. The following information was provided by the initial reporter : the consumer reported finding the non patient end hard to attach to the pen and during the injection the needle is hesitant to allow the insulin through it. Date of event : unknown sample status : awaiting sample.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10.

Event description:
It was reported that 2 bd pen ndl 32g 4mm pro were difficult to operate and unable to deliver insulin or medication. The following information was provided by the initial reporter : the consumer reported finding the non patient end hard to attach to the pen and during the injection the needle is hesitant to allow the insulin through it. Date of event : unknown sample status : awaiting sample.